Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that the patient's reverse shoulder was revised after patient dislocated. The surgeon decided the joint was not tight enough and increased the size of the poly.

Manufacturer narrative:
The reported event that baseplate was alleged of 'implant - poly - dislocated' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event such a the x-rays post primary surgery as well as the affected device must be available in order to determine the exact root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient's reverse shoulder was revised after patient dislocated. The surgeon decided the joint was not tight enough and increased the size of the poly.